Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type:balloon catheter; product ID: 4fc12 product type: sheath. Product event summary: the 990063-020 mapping catheter with lot number 227846027 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode(s) showed the electrode(s) were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported arteriovenous fistula occurred during the procedure and could not be confirmed through product analysis. The mapping catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient developed an arteriovenous fistula. The case was aborted. No further patient complications have been reported as a result of this event.